Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the atrial output connector was dented on top of the latch and the plug from the cable would not latch in to the connector. The atrial output connector nut was damaged. It was also found that the hanger assembly was broken and one case screw was contaminated.

Event description:
It was reported that the atrial port on the external pulse generator (epg) was damaged and the lead would not lock in to the port. The epg has been returned for repair. There was no patient involvement.